Event description:
A pt was implanted with 7.3mm cannulated screws from the synthes cannulated screw system for femoral neck fracture in (B)(6) 2012. Surgeon returned pt to operating room on (B)(6) 2012 for hardware removal because the screws were reportedly not performing as intended, and healing reportedly not achieved. Three (3) 7.3mm cannulated screws of an unk length were removed successfully. Pt was then revised to bipolar hip replacement. Surgeon's post-op f/u indicates that pt is doing well. During the removal of the cannulated screws, two interlock screwdriver tips became twisted and would not engage in screws. Surgeon used other driver to finish removing screws. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.